Event description:
According to the available information the product code and lot number on the outer box and top of blister package are es2922 with lot 9234226, but es2920 with lot 9234224 is on the bottom of blister package. Labelling appears to be incorrect.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Manufacturer narrative:
No mechanical evaluation of the returned device was performed due to the nature of the complaint involving only labeling. Photographs were taken by quality during the prepping stage of the process prior to autoclaving the device. The photographs confirmed the alleged complaint and also showed the same results as were noted in the separate internal quality engineering investigation and device history review. An internal investigation was created to document and address the non-conformance reported in this complaint.

Event description:
According to the available information the product code and lot number on the outer box and top of blister package are es2922 with lot 9234226, but es2920 with lot 9234224 is on the bottom of blister package. Labelling appears to be incorrect.